Manufacturer narrative:
E: (B)(6)

Event description:
Philips received a complaint by the customer on the v60 indicating that while performing maintenance, it was observed that the navigation ring was unresponsive. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the front bezel was the cause of the reported issue. Root cause: it was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure.

Manufacturer narrative:
The removed front bezel was returned to the product investigation lab (pil). The pil technician installed the front bezel into a pil ventilator to duplicate the reported issue. The product investigation lab has verified that the navigation ring located on the top right portion of the front bezel operates as expected. With the nav-ring connected to the standard test bed (stb) during unit operation, the navigation ring provides a consistent increase and decrease of numerical setting choices in a linear fashion when used. Tech also verified that the switch panel power assembly power on button and all light emitting diode (led¿s) associated with the switch panel power assembly of the front bezel operate as expected. The accusation of navigation ring was unresponsive and has resulted in a no problem found.